Event description:
The customer reported being hospitalized due to low blood glucose over 40mg/dl. The caller stated that the drive support cap was normal. The customer was in a vehicle accident and she was the driver. The caller stated that she had started taking a medication and her doctor had dropped the dosage considerably, which may have caused her blood glucose to drop. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.